Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the inner insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4): the lead was partially returned in segments, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that both right ventricular leads had t-wave oversensing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.